Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his electrode belt. The pt's download revealed 'can comm timeout', 'belt comm error', 'belt data stream fault', and 'service code 204' flags. The pt was provided with a replacement electrode belt and monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (can comm timeout, belt comm error, belt data stream fault, and service code 204) has been confirmed. Upon evaluation, the trunk cable connector was cracked and the yellow ground wire and black +12 v wire were broken. The cause of the belt communication faults is the damaged ground and +12 v power supply wires. The cause of the damaged wires is the cracked trunk cable connector. The root cause of the cracked trunk cable connector cannot be positively identified but is likely a result of excessive force. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (can comm timeout, belt comm error, belt data stream fault, and service code 204) has been confirmed. Upon evaluation the connector interface where the electrode belt attaches to the monitor was defective. An electrode belt would not securely latch into the monitor. The root cause of the defective connector interface cannot be positively determined. No adverse event resulted from the damaged wires and monitor/belt interface connector. The pt received a replacement electrode belt and monitor. Device manufacture date: electrode belt: 10/2010. Monitor: 03/2011.